Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier does not apply clips properly during a hemostasis control. Additional information indicates that the device did not grab the skin and that there was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in january of 2014. The returned device was evaluated and found that it has the repair lot coding of r-02-015 on its handle signifying that it has been sent in for repair after its original date of manufacture. Further evaluation shows that the jaws are aligned properly in the open and closed position and the open tip set measures to .3814 which is to print specifications of .385 +/-.025 and the closed tip set measures to .009 which is to print specifications of .004/.012. Further evaluation showed that this instrument was able to pick-up , retain, close and release multiple clips both with and without the use of silastic test tubing. We are unable to validate this complaint since we are unable to replicate the alleged issue. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the applier does not apply clips properly during a hemostasis control. Additional information indicates that the device did not grab the skin and that there was no patient injury.